Event description:
It was reported that during a pta treatment procedure on a calcified lesion, removal difficulties were encountered. A 7 fr sheath was used and the balloon catheter was advanced to the target lesion. Using an inflation device the balloon was inflated one time to 12 atm. The physician then attempted to withdraw the balloon catheter and found that the balloon would not 'collapse' enough allowing it to be withdrawn through the sheath. The balloon catheter and sheath were successfully removed as a unit. No pt injury or complications were reported.